Event description:
It was reported that after a successful davinci si tongue base resection (tors) procedure, it was noted that the patient had sustained a burn to the upper lip. The surgeon, dr (B)(6), indicated that no additional surgical procedure was required to treat the patient; however, ointment was applied treat the affected area. Dr (B)(6) indicated that the patient has not returned to the site as a result of the reported event. Dr (B)(6) also indicated that he does not recall of traditional laparoscopic techniques were used during the surgical procedure. Dr (B)(6) also indicated that an 8mm cannula was used in conjunction with the 5mm instruments, and it is his belief that the burn sustained the patient was caused by the cannula. Dr (B)(6) indicated that the 5mm flared cannula is now being used for tors procedures at (B)(6).

Manufacturer narrative:
Based on the information reported by dr (B)(6), no additional surgical procedure was required to treat the patient and to the best of his knowledge the patient has not returned to the hospital due to any post-surgical complications. The tors procedure reference guide recommends that the 5mm flared cannula be used in conjunction with the endowrist 5mm cautery instruments during da vinci si surgical procedures. Investigation has shown that it is possible for the electrosurgical unit (esu) current to pass through the patient side manipulator arms to ground, through the cannula accessory to the patient, if the patient is not properly grounded. However, the root cause of the customer reported failure mode cannot be definitively determined. A follow-up MDR will be submitted if additional information is received. As of (B)(4) 2012, there have been no reported recurrences of this issue at this hospital.